Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunction found during the device inspection is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope with no reported complaint. However, during the evaluation of the device, the c-cover was found to have missing ke45 adhesive on the forceps cover. There was no patient involvement.